Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated troponin (accutni) results above the ami cut-off and an erroneously elevated creatinine kinase - mb (ckmb) result above the normal reference range for one patient that was generated by the unicel dxc 600i access immunoassay system. The customer also obtained an erroneously normal accutni and myoglobin result as well as an erroneously elevated ckmb result above the normal reference range for a second patient. Subsequent testing on both the original instrument and an alternate instrument produced lower accutni results within the risk stratification range and a lower ckmb result within the normal reference range for the first patient. The second patient's subsequent testing produced higher accutni results within the risk stratification range, lower ckmb result within the normal reference range and a higher myoglobin result above the normal reference range. The erroneous results were reported out of the laboratory. The results, provided by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event for patient #1. However, patient #2 was transferred to another facility due to the erroneous results. This report is being submitted for the malfunction portion of this event.

Manufacturer narrative:
The initial samples were collected by an ER nurse in 13x75mm bd lihep plasma tubes without a gel separator. The samples are drawn by lab phlebotomists in 13x75mm bd lihep plasma tubes with a gel separator. The customer centrifuges the samples for five minutes at 4000rpm. The customer stated to customer technical support (cts) that the samples are analyzed from the primary tube through the closed tube aliquotter (cta). Per the customer, all assay qc has been within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched on (B)(6) 2010 for this event and performed preventative maintenance (pm) on the instrument. The fse also performed all verification testing which passed within instrument specifications. The fse did not note any hardware issues which would have contributed to this event. A definitive root cause has not been determined to date for this event.